Event description:
Customer reported the control panel processor pcb needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the control panel processor did not need replacing and reseated other circuit boards. System operates as intended.